Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 29 occurred during pumping. A new cartridge was loaded and a cartridge alarm 30 and 31 occurred. Additionally, it was reported that a cartridge alarm 5 occurred. Blood glucose was 204 mg/dl. Reportedly, customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions (alarm 29, 30, 31) were verified. The alleged issue (alarm 5) was verified in the pump logs; however, no failure was identified.